Event description:
Additional information received reported the event resolved without sequela on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an infected pump site. The newly reported information noted infection rather than the previously reported diagnosis of erythema at pump site, without infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had erythema at the pump pocket site post-operatively. It was indicated on (B)(6) 2012 that the wound had "looked better". It was noted on (B)(6) 2012, that there was serosanguineous discharge from the wound site in a small area. Lab work and a gram stain culture was also done on (B)(6) 2012 and there was no was no growth within 5 days. On (B)(6) 2012, "sl" drainage with incomplete closure of wound of a small area and a white blood cell count (wbc) of 9.5 per cubic millimeter was noted. It was reported that there was no signs of infection on (B)(6) 2012. The event was ongoing and indicated as related to the device therapy and possibly related to the implant. It was indicated that pump logs had not been read. Interventions included medication adjustments of clindamycin on (B)(6) 2012 and cipro adjustment on (B)(6) 2012. It was also reported that a wound exploration occurred on (B)(6) 2012. It was later reported on (B)(6) 2012 that the post wound exploration site was "healing well" without exudate or redness. Serosanguineous fluid, blood-tinged and a small opening in the skin inferior aspect of the lumbar scar was noted on (B)(6) 2012. It was also noted on (B)(6) 2012, that another clindamycin adjustment was done. The entire pump system was explanted. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).